Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, chronic lead could not be fully inserted into the pulse generator connector. The device was not used and replaced. The patient experienced no adverse consequences.